Event description:
It was reported that the right ventricular lead failed to capture. Upon review, it was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.